Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that the high voltage right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements of 135 ohms. Upon further review it appears that the shock impedance measurements have been chronically elevated. It was noted that the shock impedance measured at 131 ohms at last in office check in two months earlier. The root cause of the high shock impedance measurements was not determined and the clinic has opted to continue to monitor the patient. The rv lead remains in service and no adverse patient effects were reported.